Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. The device was returned for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. The device was returned for investigation. The device was tested and passed all testing. The device was put on hold as it is waiting for parts which are out of stock. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.